Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "pediatric patient was admitted for 5 days of scheduled chemo, which she receives via her ivad (implanted vascular access device) powerport. Her port was accessed on day of admission ([redacted date]) and working well until today (day 5 of admission), when this rn was called to the bedside by the parent who noticed obvious leaking coming from the patient¿s line. The patient had ivf running at the time. The parent reported clear fluid leaking, as well as blood backflowing out the port tubing. This rn paused the fluids and assessed the line, finding an obvious crack at the end of the line where the tubing meets the needleless connecter cap. Per policy, this nurse immediately de-accessed the patient and soon after re-accessed in order to proceed with treatment. Per policy and product, these port tubings are suppose to be functional for seven days. This line cracked after five days of use without notable cause. The line was well protected by staff and parents at bedside throughout admission. This unfortunately required the patient to be re-accessed urgently, which caused both emotional stress and the need for increased staffing resources in the room. The crack also imposed a greater risk for development of a central line infection. This is not the first time a port line has cracked, and it is very concerning, especially since they are most often used on some of our most vulnerable patients."